Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:2426-0007, batch#:24075372. It was reported by customer that the IV pump tubing separated below the safety clamp while rns were priming their IV tubing. This occurred with 2 different rns on the same day. Verbatim: rcc received a complaint via email. IV pump tubing separated below the safety clamp while rns were priming their IV tubing. This occurred with 2 different rns on the same day.

Manufacturer narrative:
It was reported that there was a separation one sample model 2426-0007, lot 24075372 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the most possible root cause that generates a component separation is due an incorrect insertion of tubing to solvent dispenser by the production personnel. Lot reported was manufactured on aug 27th, 2024, before actions implemented for a similar condition reported. Following actions were defined: an accessory to be implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Approved on oct 30th, 2024. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.